Event description:
It was reported that the patient had experienced increased pain over that last 2.5 weeks. At the patient's refill visit in 2007, the expected reservoir volume was 1.3 mls, but more than 15.0 mls was aspirated. Then on the following month, the expected reservoir volume was 10.6 mls and 18.0 mls was aspirated. The pump was used to delivery temgesic. The patient was treated with oral medications and the hcp was considering a replacement. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.